Event description:
Additional information was received that approximately 8 years and 2 months following the implant of the valve, repeat echocardiogram showed that gradients remained elevated but stable. Patient continued anticoagulation therapy and planned to return for follow-up in 3 months.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and nine months following the implant of this transcatheter bioprosthetic valve in the native aortic valve, lightheadedness and dyspnea on exertion were reported. A transthoracic echocardiogram (tte) performed five years and seven days following the implant of the valve, showed an ejection fraction of 75%, a mean atrio-ventricular (av) gradient of 19 millimeters of mercury (mm hg) and a peak av velocity of 2.8 meters per second (m/s) with no aortic regurgitation. Six days following the tte a computed tomography (CT) was performed and was positive for hypoattenuated leaflet thickening (halt). Two millimeter (mm) thickening of the peripheral aspect of the left coronary sinus leaflet was identified. Medication was administered with no further treatment provided. It was noted that angiography confirmed that the valve was originally implanted ata depth of 3mm on both the left coronary cusp and the non-coronary cusp, with a post-implant gradient of 12.3 mm hg. No adverse patient effects were reported. Additional information was received which indicated that 5 years, 4 months, 16 days following the valve implant a tte identified a mean gradient of 10 mm hg with continued medication administration. A tte performed 5 years, 9 months, 19 days following the valve implant noted a mean gradient of 7 mm hg. Treatment was not reported at that time. No adverse patient effects were reported. Additional information was received that during the seven-year post-operative follow up appointment a tte was performed and showed e levated gradients from 7 mm hg to 16 mm hg. The ejection fraction was 65%, the mean gradient was 16 mm hg, with an aortic valve peak gradient velocity of 2.62 m/s. There was no aortic regurgitation, but trace-mild mitral and tricuspid regurgitation. A computed tomography echocardiogram showed less than 2mm of hypoattenuated thickening of the peripheral aspect of the left coronary sinus leaflet. It was confirmed there was no restriction in aortic valve movement. There was no calcification of the aortic valve leaflets. The patient will continue on aspirin. The patient will return to evaluate halt in 3-4 months. No adverse patient effects were reported. Approximately five years and seven days following the implant of the valve minimal mitral regurgitation and minimal tricuspid regurgitation were also identified. 8 years following the valve implant a repeat echocardiogram identified an elevated mean gradient of 21 mm hg and a peak velocity that increased to 3 m/s. The patient planned to continue the anticoagulant. The patient was advised to follow-up further with the primary cardiology team for a possible computed tomography of the transcatheter valve. No adverse patient effects were reported. Additional information was received that echocardiogram showed thickened leaflets. The patient was on apixaban and refused coumadin therapy. Per the physician, they were attempting to rule out halt of the valve versus degenerative disease due to calcified leaflets. A future CT and echocardiogram were scheduled but had not yet been performed. Additional information was received that approximately 8 years and 2 months following the implant of the valve, repeat echocardiogram showed that gradients remained elevated but stable. Patient continued anticoagulation therapy and planned to return for follow-up in 3 months. Additional information was received that upon follow-up, the elevated gradients remain. The patient was now assessed with new york heart association functional classification: iii symptoms. The patient was referred to surgery.

Manufacturer narrative:
Updated data: b5. A seventh paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated approximately 8 years and 11 months following the valve implant, an aortic valve reintervention occurred. The transcatheter valve was explanted, and an unspecified replacement valve was implanted.

Event description:
Additional information received indicated that the patient was hospitalized for 8 days and discharged to a skilled nursing facility.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the event was considered resolved 8 days following the surgical valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that following the explant of the transcatheter valve, a non-medtronic surgical valve was implanted and was now the active valve.

Manufacturer narrative:
H6 - annex a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that echocardiogram showed thickened leaflets. The patient was on apixaban and refused coumadin therapy. Per the physician, they were attempting to rule out halt of the valve versus degenerative disease due to calcified leaflets. A future CT and echocardiogram were scheduled but had not yet been performed.

Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that valve degeneration included severe aortic stenosis and nodular dystrophic calcifications. The mean gradient measured 21 millimeters of mercury (mmhg).

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the valve was received inside a heart valve return kit fully submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of the returned valve was performed. Visual analysis revealed all the leaflets were in a closed position with a gap between the free margins of leaflets 1-3 and leaflets 2-3. Leaflets 1 and 2 were immobile. Leaflet 3 had limited mobility. Restricted leaflet movement appeared to be associated with the visible calcification on all leaflets. All leaflets were stiff. Calcification nodules were found on the inflow and outflow of leaflet 1. Tissue deterioration, resulting in leaflet dehiscence, was observed on the superior coaptive junction (scj) of commissure 3-1. Intrinsic calcification was present on the belly of leaflet 2 in the outflow view. Extrinsic calcification was found on the inflow margin of attachment and belly of leaflet 2. Calcification nodules were found on the inflow and outflow of leaflet 3. Leaflet 3 det erioration, resulting in leaflet dehiscence, was observed on the scj of commissure 3-1. Tissue deterioration found on the leaflets appeared to be associated with visible calcification. Commissure 3-1 was encapsulated with glistening off-white pannus and leaflet deterioration was noted distal to the commissure. Commissure 1-2 was fully encapsulated by a thick layer of off-white pannus and calcification was noted on the leaflets distal to the commissure. Commissure 2-3 was fully encapsulated by a thick layer of off-white pannus. Thick, glistening off-white pannus adhered circumferentially to the outflow frame. Pannus adhered to the outer diameter of the valve and extended to the margin of attachment of all leaflets. Thick, glistening off-white pannus adhered to the inflow crowns of the valve extending into the inner lumen. Calcification was noted on the inner wall between leaflets 1 and 2. Broken sutures were noted on the valve skirt below commissure 2-3 and commissure 3-1. The inflow aspect exhibited a smaller diameter, possibly associated with the implant location. Two bent struts were noted on the outflow crown, cells lateral to paddle 1. An additional bent strut was found on the outflow crown, 2 cells lateral to the c paddle. Radiographic imaging revealed calcification on all leaflets, commissural areas, outer wall, and pannus growth on the outflow. Radiographic imaging did not reveal a frame fracture. Updated data: h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately four years and nine months following the implant of this transcatheter bioprosthetic valve in the native aortic valve, lightheadedness and dyspnea on exertion were reported. A transthoracic echocardiogram (tte) performed five years and seven days following the implant of the valve, showed an ejection fraction of 75%, a mean atrio-ventricular (av) gradient of 19 millimeters of mercury (mmhg) and a peak av velocity of 2.8 meters per second (m/s) with no aortic regurgitation. Minimal mitral regurgitation and minimal tricuspid regurgitation were also identified. Six days following the tte a computed tomography (CT) was performed and was positive for hypoattenuated leaflet thickening (halt). Two millimeter (mm) thickening of the peripheral aspect of the left coronary sinus leaflet was identified. Medication was administered with no further treatment provided. It was noted that angiography confirmed that the valve was originally implanted at a depth of 3mm on both the left coronary cusp (lcc) and the non-coronary cusp (ncc), with a post-implant gradient of 12.3mmhg. At 5 years, 4 months, 16 days following the valve implant a tte identified a mean gradient of 10 mmhg with continued medication administration. A tte performed 5 years, 9 months, 19 days following the valve implant noted a mean gradient of 7mmhg. Treatment was not reported at that time. No adverse patient effects were reported at that time. During the seven-year post-operative follow-up appointment a tte was performed and showed elevated gradients from 7 mmhg to 16 mmhg. The ejection fraction was 65%, the mean gradient was 16 mmhg, with an aortic valve peak gradient velocity of 2.62 m/s. There was no aortic regurgitation, but trace-mild mitral and tricuspid regurgitation. A computed tomography echocardiogram showed less than 2mm of hypoattenuated thickening of the peripheral aspect of the left coronary sinus leaflet. It was confirmed there was no restriction in aortic valve movement. There was no calcification of the aortic valve leaflets. The patient would continue on aspirin. The patient was to return to evaluate halt in 3-4 months. Approximately 8 years following the valve implant a repeat echocardiogram identified an elevated mean gradient of 21 mmhg and a peak velocity that increased to 3 m/s. The patient planned to continue the anticoagulant. The patient was advised to follow-up further with the primary cardiology team for a possible computed tomography of the transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A4, b3: estimated medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.